Manufacturer narrative:
No information regarding the event has been provided. Non-healthcare professional. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It is alleged that the plaintiff received a gunther filter on (B)(6) 2006. It is alleged that the plaintiff was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
G5-PMA/510(k) #:k072240. H6-patient codes: vessels, perforation of (2135)-listed in IFU; organ(s), perforation of (1987)-not listed in IFU;thrombosis (2100)- listed in IFU; vessel or plaque, device embedded in (1204)-not listed in IFU. H6-device codes: appropriate term/code not available (3191): selected for perforation-listed in IFU; migration (4003)-not listed in IFU. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant on (B)(6) 2006 via the right internal jugular vein due to the inability to take anticoagulants. The patient is alleging migration, tilt, vena cava perforation, and organ perforation, deep vein thrombosis and embedment. (B)(6) 2016, computed tomography abdomen pelvis with intravenous contrast/without oral contrast: "filter is tilted anteriorly with its cone lying on the wall of the inferior vena cava possibly embedded within it. The legs of the filter penetrated through the wall of the inferior vena cava into the pericaval/mesenteric fat. One of the legs of the filter is in contrast with the anterior periosteum of the lumbar vertebra with associated chronic reactive changes. This may indicate embedment."

Event description:
No additional information provided at this time.

Manufacturer narrative:
Additional information: this report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating ¿gunther tulip filter implanted". Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Catalog and lot# are unknown, but the filter tulip is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional details provided at this time.